Event description:
During a saphenous vein harvesting procedure, the cone tip of the device detached while inside the pt. The tip of the device was retrieved without the need to perform any additional incision. No other complications occurred and the pt was last reported to be in good condition.